Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manger (stm) was dispatched to investigate. The stm arrived on site and was informed that the customer had changed the o-rings twice and had emptied helium tanks within 4 days. The stm evaluated the iabp unit and checked the entire pneumatic system and observed the customer's reported issue. The o-rings were changed and the pressure port regulator was tightened as well as the pressure transducer and connections on top of cv1. The stm also checked the tubing in all 15 locations of the iabp then ran the iabp unit through a calibration test which passed. In one hour, the stm observed the external pressure dropped 5 psi and the internal pressure dropped 4 psi. The stm noted the iabp unit was within specs and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involved and no adverse event was reported